Manufacturer narrative:
(B)(4). D:10 - all-poly patella cemented 29 mm diameter catalog # 42540200029 lot # 65061512. Biomet bc r 1x40 us catalog # 110035368 lot # ay08ac1504. 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 65170106. Femur cemented cruciate retaining (cr) narrow left size 6 catalog # 42502006001 lot # 65002373. Articular surface fixed bearing ultracongruent (uc) left 11 mm height catalog # 42512200411 lot # 64954336. Tibia cemented 5 degree stemmed left size d catalog # 42532006701 lot # 65020542. Visual examination of the returned product identified signs of use (gouges, bone cement remains) and also the articular surface remains assembled. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. X-rays were provided and reviewed by mmi. They state that the left total knee arthroplasty demonstrates radiolucency surrounding the tibial with posterior subsidence of the tibial component. The cement mantle was found to be minimal anteriorly along the tibial. Prepatellar edema was also observed. The imaging findings are consistent with loosening of the tibial component. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure on the left knee approximately three years and half years post implantation due to pain, instability, and tibial loosening. Attempts to obtain additional information have been made; however, no more is available.